Manufacturer narrative:
Isi has requested for return of the maryland bipolar forceps instrument for failure analysis. However, as of the date of this report, isi has not received the product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted prostatectomy-radical without lymphadenectomy procedure, a maryland bipolar forceps instrument tip wasn't moving along with the hand controls. When the instrument was commanded to go left, it would go up and down. The procedure was completed with a backup maryland bipolar forceps instrument. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical without lymphadenectomy surgical procedure, the maryland bipolar forceps (mbf) instrument tip wasn't moving along with the hand controls. Intuitive surgical, inc. (Isi) followed up with a nurse at the site and obtained the following additional information: the mbf instrument was inspected before use, and there was no damage. The mbf instrument was used with the surgeon's head in the surgeon console's high-resolution stereo viewer. The surgeon experienced an issue with the mbf instrument tip movement during the initial attempt to use it. The instrument's movement matched the distance of the surgeon's action on the mtm (master tool manipulator.) There was no static movement. The mbf instrument would move up and down when commanded to go left. There was no lag, shakiness, friction, or instrument-to-instrument; system arm-to-arm interference was experienced. The instrument couldn't move in the proper direction, even after removing and reinstalling it on the robotic arm. The resolution was to use a backup mbf instrument that worked on the same drape and arm. The procedure was completed, with no injury reported.